Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin was squirting out of insulin pump instead of drip during prime. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that they had to change battery more than once every seven days. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump was received with all operating currents within specification and passed functional testing including the rewind, a21, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump also primed properly. No unexpected low battery alarm anomalies were noted.